Event description:
I had the essure place in (B)(6) 2005, they were unable to do the follow up testing because my body would not allow the instruments to enter the area. I started feeling a chronic dull achy left sided pelvic pain that would become severe if pressure was applied in the area. In (B)(6) 2006 I started having debilitating migraines, severe lower back pain and joint pain. Since the essures were placed in (B)(6) 2005 my health has been declining. I have been diagnosed with hypertension, fibromyalgia, chronic daily migraines w/ and w/out aura, osteoarthritis, lichens sclerosis, achalasia and occipital neuralgia all within a year of getting essure. I also gained over 50 pounds rather quickly.